Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the patient¿s blood glucose level went up while using the pump. There was no bg level indicated and no signs or symptoms reported, which does not meet the animas criteria for an adverse event. Reportedly, the patient has lost faith in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 3/24/2014 with the following findings: during investigation, the pump¿s black box was reviewed and showed the last bolus was on (B)(6) 2014 and the last basal delivery was on (B)(6) 2014. The black box showed an auto timeout-> pump suspended alarm on 01/14/2014 05:10; deliveries resumed at 06:46. On (B)(6) 2014 00:02 another auto timeout-> pump suspended alarm was recorded; deliveries resumed at 02:50. The total daily doses calculated correctly and reflected the user¿s programmed basal rates. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately. No alarms occurred during testing. The complaint was not able to be duplicated during investigation. There was no defect found.